Event description:
It was reported that air bubbles or gaps repeatedly appeared in infusion set tubing between connector and patient during pumping, requiring frequent priming and causing concern despite proper loading technique and follow-up with healthcare provider and sales representative, and the issue had been ongoing for about a year in child using small insulin doses. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump while technical support assisted in loading new cartridge, confirmed proper procedures, escalated for further review, and arranged replacement pump, instructing caller on storage mode, transferring pump settings, reconnecting continuous glucose monitor, and returning problematic pump using prepaid label.